Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the atrial lead of this implantable cardioverter defibrillator (ICD) system was not able to capture and had an impedance over 2200 ohms, which was out-of-range. It was also noted that the rv lead had sensed low r-waves. Initially, this ICD was reprogrammed. Technical services (ts) attempted to provide troubleshooting but revision procedure had already been scheduled. This ICD system was explanted and replaced with a new ICD system. The right atrial (ra) lead was a non-boston scientific product. No additional adverse patient effects were reported. As of today, this ICD has not been received by boston scientific for further investigation.

Event description:
It was reported that the atrial lead of this implantable cardioverter defibrillator (ICD) system was not able to capture and had an impedance over 2200 ohms, which was out-of-range. It was also noted that the rv lead had sensed low r-waves. Initially, this ICD was reprogrammed. Technical services (ts) attempted to provide troubleshooting but revision procedure had already been scheduled. This ICD system was explanted and replaced with a new ICD system. The right atrial (ra) lead was a non-boston scientific product. No additional adverse patient effects were reported. As of today, this ICD has not been received by boston scientific for further investigation.